Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review by abbvie medical safety physicians, it has been determined that the event is not consistent with ph. Hence, the record is no longer reportable.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that they had received coolsculpting treatment to the flanks, upper and lower abdomen on (B)(6) 2019 and has experienced possible development of paradoxical adipose hyperplasia.